Manufacturer narrative:
(B)(4). Per the customer the sample was not available, therefore no sample evaluation could be performed.

Event description:
It was reported to baxter (B)(4) that the twist sleeve (white) did not work on a transfer set. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A request for the return of the actual sample has been made. Should the actual sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.